Event description:
It was reported that the customer's insulin pump was not delivering insulin. It was advised to have the customer call in for troubleshooting if he thought there was a problem. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.